Event description:
A customer reported that the laser was not working during a surgical procedure. The laser was switched out to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).